Event description:
The customer reported intermittent response and delay from the up and down buttons of the insulin pump. There was no significant event reported as leading up to the complaint. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value at the time of the alleged event was 100-199 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.